Event description:
It was reported that the patient's pump had a motor stall due to magnetic resonance imaging. The stall was noted in the event logs with no motor stall recovery recorded. It was later reported that the stall recovered "within 2 hours." No patient injuries were reported. The drug in the pump at the time of the event was lioresal.

Manufacturer narrative:
(B)(4).